Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer diabetes hard to control. Caller stated customer felt sick and vomited, had a headache, back pain, breast pain and dizziness; was taken to the clinic and given an infusion of unknown content and then taken to ICU. Customer had blood glucose level of 420 mg/dl and she received stationary treatment due to ketoacidosis. Caller reported the date of the pump is incorrect but time is correct. Requested return of the alleged device for evaluation.